Manufacturer narrative:
The report received from the patient states that she had problems sleeping and heaviness on her chest. About eight days post implant patient had an allergic reaction to "plavix". She developed painful welts. Patient took some benadryl at home and felt better. Called her physician that refused to see her so she wen to the emergency that day. She was treated for anaphylactic reaction and taken off plavix. Ticlid was prescribed 9 days post implant but gave her diarrhea and she felt shortness of breathe. Shortly after went to the cardiologist office and physician took her off ticlid and prescribed asa 325 mg. Physician also did a stress test as well as a muga study that showed her heart muscle to be "pretty strong". She had negative results form both tests. She also complaint of blurry vision in her right eye that just recently manifested within these past two days. The target lesion ws left anterior descending. The following was received from the product analysis department. The product was returned. Lot history review: no other complaints of this type have been reported for this sterile lot number. Conclusion: no product returned. The exact cause of hypersensitivity could not be determined. No corrective action will be taken at this point given that the exact cause of the complaint cannot be determined. However, complaints of this nature will be monitored in order to decide if action is necessary. Clinical impression: a female patient of unknown age and medical history developed hypersensitivity and anaphylaxis eight days post cypher stent implantation. She reportedly underwent pci of her lad with placement of a 2.50 x 13mm cypher stent. No information regarding vessel characteristics or procedural details is available. Eight days later, the patient developed problems with sleeping and heaviness on her chest. When she developed painful welts (location unknown) she took benadryl and called her physician who suggested she go to the emergency room. There, she was treated for an anaphylactic reaction to plavix (as reported by health care professional). Her plavis was discontinued and she was prescribed ticlid. The next day, she developed diarrhea and felt some shortness of breath. It is not known is this was teated at this time, however the patient saw her cardiologist shortly afterward and he discontinued her ticlid. She continues on asa. A stress test and muga scan done shortly after her implant were both negative. She later developed blurry vision in her right eye but has not had this investigated. No further information is forthcoming. This event appears to be related to the patient's use of plavis and ticlid, but cannot be entirely dissociated form the cypher stent. Based on the limited information, it is not possible to draw a conclusion between the event and the device.

Event description:
Anaphylactic reaction.